Event description:
While treating a pt with the model 3100a, the oscillating driver stopped running. After two attempts to start and keep the oscillator running, the pt was hand-bagged until another 3100a was made available. The pt was not compromised.